Event description:
An ivbp medication was hung at 2210 hrs and was set to infuse cyclosporin over 2 hrs. The IV had infused by 2235 hrs. Nurse reported finding infusion rate still set at 25 cc/hr and the volume infused as 7 cc. Pt experienced a transient increase in blood pressure but did not appear to have any other deleterious effects. This could have been more serious if another type of medication had been used.